Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular lead exhibited increased threshold. The physician recommended lead revision. Furthermore, the rv lead was explanted as the suspected cause was confirmed to be lead dislodgement. No additional adverse patient effects were reported.